Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information obtained indicates that the reason for explant was an infection from a wound near the implant site. The recipient's infection was treated, however, the issue did not resolve. Additional treatment details will not be provided. The recipient is doing well. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advance bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.